Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that the patient had some bad experiences in the past from dose changes. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
On 8/11/2014 information was received from an hcp indicating that the patient was still having therapy issues. There remained no reservoir volume discrepancies. The refill on (B)(6) 2014 was performed late due to the patient being on vacation. The most recent refill was performed on (B)(6) 2014. The patient developed more incontinence issues and "lists to the left" then sitting in a chair. They thought there was a malfunction of the pump, leakage of intrathecal baclofen, alarms, or other mechanical issues going on with the drug infusion system. The patient's normal hcp was currently unavailable and the patient was in the hospital for a reason unrelated to the patient's device or therapy. The doctor managing the patient at the time thought the issue was with an exacerbation of the patient's multiple sclerosis (ms). That doctor thought the dose should be decreased, but the hcp believed that would deprive the patient of their needed therapy. The patient was on no other therapy related drugs. The pump was scheduled to be replaced on (B)(6) 2014. The nurse who performed the refill on (B)(6) 2014 was going to see the patient on the night of (B)(6) 2014 to confirm programming and reservoir volumes. The patient was to have an MRI of their head in regard to their ms.

Event description:
It was reported the patient had increased spasms at night. This had been occurring since (B)(6) when the patient was switched from a simple continuous to a flex mode in an attempt to manage the spasms more effectively. The pump was being used to deliver baclofen. On (B)(6) 2014 information was received from a healthcare professional (hcp) indicating that the for the past several weeks to months the patient felt as though the pump was not functioning despite dosing increases. Their spasticity was worse at night and they were presently on a flex dosing pattern where the dose had been increased during the nighttime period. The hcp was questioning disease progression but wanted to rule out the pump and catheter. In early pump implantation the therapy seemed to improve. The logs were checked back to (B)(6) 2014 and no alarms were noted. There was no volume discrepancy at refills. The medication infused was lioresal.